Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: aboalata, m., et al (2017), results of arthroscopic bankart repair for anterior-inferior shoulder instability at 13-year follow-up, the american journal of sports medicine, vol. 45 no. 4, pages 782-787 (germany). This study emphasizes on evaluating the long-term results after bankart repair using the anterior-inferior (5:30 clock position) portal in a large group of patients and the different risk factors that may be associated with unsatisfactory outcome. The patients evaluated on course of this study: an arthroscopic shoulder stabilization for anterior-inferior shoulder instability was done to a total of 180 shoulders between december 1996 and march 2001 arthroscopically were able to be contacted at a minimum of 10-year follow-up. Of these patients, 143 agreed to participate in the study. Exclusion criteria included concomitant rotator cuff tears, bony instability, multidirectional instability, voluntary shoulder instability and neurologic disorders involving the shoulder girdle. A failed previous bankart repair, either open or arthroscopic, as well as concomitant superior labral anterior-posterior (slap) repairs were included. The patients were examined clinically by an experienced orthopaedic surgeon to assess the shoulder instability and evaluate the range of motion and were assessed using american shoulder and elbow surgeons (ases) score, constant score, rowe score, dawson 12-item questionnaire and american academy of orthopaedic surgeons (aaos) score. Strength was measured for the constant score using a strength measurement device (isobex 3.0; primatron ag). The article describes the following procedure: arthroscopic bankart repair was performed in patients with symptomatic anterior-inferior shoulder instability. The device involved was the panalok (depuy mitek) that was used in 12 patients and the arthroscopic slap was simultaneously performed with 2 anchors, when necessary. Complication mentioned in the article: 4 patients (shoulders) repaired with the panalok anchors reported only a single postoperative instability episode described as a dislocation.